Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that post-operative check showed high pacing thresholds on the right atrial (ra) lead. The ra outputs were reprogrammed and the system remains implanted. Additional information noted that a revision procedure was planned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.